Event description:
It was reported that there was an error resulting in inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The reported event was confirmed by ge tech service. However, the unit was restarted and the issue did not recur and there was no repair. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : the reported event was confirmed by ge tech service. However, the unit was restarted and the issue did not recur and there was no repair. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.